Manufacturer narrative:
B3 is unknown. One device was returned for evaluation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual inspection was performed and found damaged dso seal and damaged battery compartment. The battery compartment was replaced to address the primary issue. The dso seal was also replaced.

Event description:
It was reported that device's battery compartment was broken and the device was sent in for repair. There was unknown patient involvement.